Manufacturer narrative:
Concomitant medical product(s): dtmb1d4 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing. The lead remains in use. It was also reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos). Adjustments to sensitivity and blanking did not resolve the oversensing. The lead also exhibited sharp artifact concurrent with the t-wave. This oversensing resolved temporarily when the patient changed positions; however, the oversensing resumed with subsequent changes in position. The lead may require repositioning and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that ra lead sensitivity was reprogrammed. It was also reported that the rv lead was not actually oversensing t-waves. The clinician was simply confused about seeing notations for tachycardia sensing.